Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlh890, 8807h19 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. A like device from competitor was used to complete the procedure. There were no adverse patient consequences reported.